Event description:
It was reported that as the patient underwent an unspecified spinal surgery, ¿the setscrew could not be placed on the screw head because the thread of the screw was broken. The screw was replaced with a larger screw.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample set screw found the implant unable to be fully engaged into the fas head. The above observations are consistent with misalignment of the fas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.